Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. The customer was provided a replacement device. Physio-control further evaluated the customers device and damage to the straps on the hybrid layer capacitor batteries designator bt2 and bt3 on the analog pcb assembly was determined to be the cause of the reported issue. The device was retained by physio-control.

Event description:
The customer contacted physio-control to report a non-critical issues with their device. Upon physio evaluation the device failed to power up. There was no patient use associated with the reported event.